Event description:
Valiant captivia stent grafts were implanted during the endovascular treatment a taa. It was reported that the patient presented emergently to the ER approximately 6 years and 5 months post index procedure with chest pain. A stat CT showed a type iiia endoleak. A ruptured aneurysm of 90mm was noted. The 38x200 valiant captivia stent graft had pulled out of the proximal most 34x200 valiant captivia stent graft creating a leak that re pressurized the sac. The patient was brought for intervention the following morning. Two valiant captivia stent grafts were implanted to bridge the two dislodged pieces fixing the iiia endoleak. Per the physician the cause of the iiia endoleak was anatomy and due to elongation of the aorta after the initial repair. No additional clinical sequalae were provided and the patient is fine.

Manufacturer narrative:
Continuation of d10: other relevant device(s) are: product ID: v amc3434c200tu, serial/lot #: (B)(6), ubd: 13-oct-2017. UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.